Event description:
The customer reported a blood tinged liquid leak from the coulter lh 780 hematology analyzer. The volume of the leak was <1ml and was not contained within the instrument. The customer stated that the rinse block leaks into the drip tray on the upstroke and the black piece under the rinse block is sitting inside the drip tray. The instrument was running samples in the secondary mode when the leak was observed. Customer reported results matched the other instrument and controls were within range. The instrument remained operational, without generating error messages. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found a leak from the lower tubing at the fitting on the probe rinse block. The fse replaced the tubing on the fitting of the rinse block which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedures. (B)(4).